Event description:
It was reported that the user announced meals to correct elevated glucose, leading to perceived algorithm maladaptation and a recommendation to perform a factory reset; support confirmed the sensor code, guided a factory reset, re-paired the ilet with the app, and provided education on proper meal announcements, treating lows, and allowing automated correction of highs, with a blood glucose of 145 mg/dl during the call. Symptoms included concern for glucose control variation without reported hypoglycemia or hyperglycemia requiring intervention. Outcomes included no injury, no medical intervention, and resolution through troubleshooting and user training with additional training scheduled. Investigation included technical support review and user education. Investigation of this case revealed device function after reset and appropriate operation post-pairing, with user technique identified as a contributing factor. It was concluded that the device operated as designed following reset and that user guidance addressed the reported issue.